Event description:
It was reported that noise was observed on v sense channel. The noise was reproduced with pocket manipulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.